Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station was in disconnected mode. The field service engineer (fse) logged into remote smart service check the status of the station and confirmed that the station was online. The fse then logged into the station application and performed tests, all of which passed successfully. The system functioned as intended after the field service engineer repaired the device.